Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and guided them through the process, after which the error code did not reappear, and the customer successfully started their sensor session.